Event description:
During a trauma case, physician experienced a crinkled 7 french introducer sheath while removing a preboa-pro catheter from the sheath. User could not remove the catheter from the sheath, and a surgical cut-down was required for removal. No complications at the insertion site were reported. It is not known whether all fluid was removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel.